Event description:
It was reported that an atb35 was used during an unk procedure. It was reported by the affiliate that the insturment would not staple. Another instrument was used to complete the case. There was no consequence to the pt.